Event description:
A pt reported experiencing inaccurate low results with a one touch basic enhanced meter. The pt's blood glucose results were 101mg/dl from the meter versus 156mg/dl from a lab instrument. Tests were done within 11-20 mins. Pt did not experience any adverse events. No further info has been reported.